Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Diagnostic imaging found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure prior to wound closure, noisy signals and high, out-of-range pacing impedance measurements (>3000 ohms) were observed after the physician positioned this right atrial (ra) lead. The physician attempted to reposition the ra lead, but the helix would not retract normally. The ra lead was exchanged to resolve the event and no adverse patient consequences were reported. The lead was received for analysis.